Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine ( 20 mg/ml at 7.993mg/day) and bupivacaine ( 600 mcg/ml at 239.8mcg/ml) via an implantable infusion pump. It was reported that the patient had a small area the size of a quarter at one edge of pump pocket incision. The sample was sent to the lab and was positive for c-reactive protein. The wound area seemed thin and possibly not intact so the hcp felt the device should be explanted until issue resolved and will consider re-implant after adequate healing and no signs of infection have occurred. It was noted that the explanted device was discarded of.